Manufacturer narrative:
The device history records are being reviewed. The sample has been returned and is currently being evaluated. The investigation is underway.

Event description:
It was reported that the pta balloon failed to deflate after the first inflation in the superficial femoral artery. Attempts were made to deflate the balloon but none were successful. The balloon was then deflated with a needle stick through the skin. The balloon was removed through the sheath without incident. There was no report of injury to the patient.